Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings on the insulin pump. Customer's blood glucose level was 62 mg/dl. Customer confirms current blood glucose level with a fingerstick. Customer corrected their blood glucose level with chocolate milk, pudding, and a glucose tablet. Customer stated that it stayed under 60 mg/dl for 2 hours. Customer's current blood glucose level is 173 mg/dl. Customer does not exhibit symptoms of a low blood glucose level. The threshold suspend alarm was triggered even though the customer's blood glucose level was above threshold suspend limit of 60 mg/dl. Customer's sensor glucose reading was 42 mg/dl. Customer was advised to monitor the issue. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.